Event description:
It was reported that around thanksgiving, about 5 weeks after implant, the patient fell on some concrete onto their tailbone and got a shock. The patient did not feel odd adverse and had not felt that shock since. The patient saw their health care provider (hcp) in december and mentioned it to them. The hcp said the patient was fully emptying. The patient could probably test to see if it was working and the patient thought it was helping their symptoms. Now that the patient was going to turn it off, they would check to be sure. The patient noted that they had an artificial hip. The patient never received the patient manual. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0nnbg, implanted: (B)(6) 2014, product type: lead; product ID neu_label_acc, serial# unknown, product type: accessory. (B)(4).